Manufacturer narrative:
At this time no conclusions can be made the attorney alleges that the patient had unspecified injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The actual date of event is unknown, reported as "sometime in 2018"; therefore, we are using (B)(6) /2018 as date of event. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2014. It is also alleged by patient attorney that the patient had unspecified injuries and underwent revision surgery sometime in 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."